Event description:
The pt has two leads implanted with the same lot number. Device #1 of 2. Reference MFR. Report: 1627487-2014-26290. The pt has two scs systems and this report is in regards to the cervical system. It was reported, the pt is not receiving effective stimulation. The sjm representative met with the pt and found that multiple contacts are invalid and reprogramming was able to resolve the issue. Follow up identified the pt once again is not receiving effective stimulation. Lead diagnostics showed all contacts on one lead are invalid and multiple contacts are invalid on the other lead. X-rays were taken and indicated a possible lead pullout from the ipg. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.